Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, full height auxiliary drawer 6 was not opening and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a full-height cubie drawer on the medstation had failed. A field service engineer replaced the full-height cubie bus controller board and replaced the cubie latch inseparable magnet due to a missing magnet. The drawer was tested and successfully recovered after the repairs. The system functioned as intended after the field service engineer repaired the device.